Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the snubbor board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a low ma error and would not fluoro. No pt injury was reported.